Manufacturer narrative:
This case was a technical support call, no further information was available. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, unit alarmed for "system failure error use back up respiratory can not restart unit". There was no reported patient involvement.